Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: the customer reported that free style libre plus sensors were reading low when compared to their finger prick glucose results. Customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). Two of the customer sensors were reading wrong results. When customer entered their new serial number it had indicated that it was not bad. The customer had changed their sensor and downloaded the app and the problem persisted. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event; and was successful. There was no report of an adverse event or third-party intervention related to this issue. Based on the information provided, there was no report of serious injury associated with this event. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 plus sensor associated with this complaint did not meet product design specifications and may produce low glucose readings which are not clinically acceptable. Based on the results of this investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK. If product is returned, no further investigation actions are required as this issue is confirmed to adc fa1002-2025. This is 2 of 2 submissions. All pertinent information available to abbott diabetes care has been submitted.